Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully on the 11th january 2009 and performed to specification up to the 30th october 2011. The device failed a self-test due to a low battery on the 6th november 2011. Multiple manual power ups mainly of 10 minutes duration were recorded between the 30th september 2015 and the final history log entry on the 6th october 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.